Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported that prior to use with 200 bd bbl¿ macconkey ii agar the plates were discovered to be contaminated. The following information was provided by the initial reporter: on 8/15/2023 we received 2,600 macconkey ii plates and found that 200 were contaminated.

Manufacturer narrative:
H.6. Investigation summary: the batch history record for batch 3165519 was reviewed and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history for batch 3165519 was reviewed and no other complaints have been taken on batch 3165519. Four photos were received for investigation of this complaint. The first photo shows a plate from batch 3165519 (time stamp 2047) with contamination on the plate. The second photo shows two plates (for the batch number and time stamp are not visible, the other is from batch 3165519 time stamp 2046) and both plates have visible contamination. The third photo shows a plate from batch 3165519 (time stamp 2046) with discoloration consistent with contamination. The fourth photo shows a sleeve of plates from batch 3165519 (time stamps not visible) and no contamination is visible on the plates. No return samples were received for investigation. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that prior to use with 200 bd bbl¿ macconkey ii agar the plates were discovered to be contaminated. The following information was provided by the initial reporter: on (B)(6) 2023 we received 2,600 macconkey ii plates and found that 200 were contaminated.